Event description:
This x-ray system's digital spot imaging (dsi) did not start up and had a burnt odor. Also, no fluoroscopic image was on the console's monitor.

Manufacturer narrative:
Evaluation method, results, conclusion: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.